Event description:
This case concerns an adverse event associated with the use of trojan bareskin condoms. The condom broke while in use and the reporter experienced symptoms of syphilis. The report was initially received via telephone and subsequently followed up through an adverse event (ade) survey completed in canada on (B)(6) 2026. The reporter is a 24-year-old male consumer. According to the reporter, he purchased two boxes of trojan bareskin condoms. During the first use, one condom reportedly broke during use. The reporter stated that his sexual partner at that time was infected and that he subsequently contracted an infection, which he identified as syphilis. He further reported that he later transmitted the infection to another partner. The reporter disposed of the remaining unused condoms. During ade survey follow up on (B)(6) 2026, the reporter stated that product use occurred approximately 1.5 to 2 months prior to the survey. The reporter used one condom. When asked about symptoms, the reporter stated that he was diagnosed with syphilis and experienced associated symptoms. He reported becoming aware of the diagnosis three days prior to the survey (B)(6) 2026). The affected site was reported as the penis, and the condition was described as ongoing at the time of reporting. The reporter stated that he discontinued use of the product after symptom onset and sought professional medical attention. He reported being treated at an urgent care/walk in clinic and receiving a 7 day course of treatment, consisting of one injectable medication and oral tablets. No specific medication names were provided. The reporter also stated that, as a result of this event, he missed approximately 1.5 days of work across two jobs. No laboratory results, medical records, or retained product samples were available at the time of reporting. No additional information was provided. Note: this case is linked to same reporter case aer number (B)(4) (c&d ref. (B)(4) consumer partner 2 ade) and (B)(4) (c&d ref. (B)(4) consumer's partner 1).

Manufacturer narrative:
Not avail.